Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleedback through the proximal valve was inconclusive since the clinical conditions could not be replicated. One 4fr s/l powerpicc solo was returned for investigation. The catheter was received with a non-bas injection cap. The catheter extended 39.8cm from the distal end of the molded wing. The printing on the extension leg was partially worn and a tacky residue remained adhered to the external surface of the extension leg, which is indicative of use. One of the benefits of the proximal (solo) valve is to reduce blood reflux compared to open-ended catheters; however, it was reported that fluids leaked through the valve. An attempt was made to draw water through the catheter and valve in a resting state. The catheter was filled with water and the distal tip of the catheter was submerged in a beaker of water. The solo valve was then placed below the level of the beaker, which created a siphon and had the valves not functioned or remained closed, water would have been drawn from the beaker and continuously leaking from the end of the catheter outside the beaker. In the testing completed, water was not drawn through the catheter, which indicates that the valves functioned. The product IFU provides instructions for flushing and maintaining the catheter to keep the valve clean. The syringe should be removed slowly while injecting the last 0.5ml of saline. This helps prevent a vacuum which can pull a small amount of blood into the tip of the catheter. Injection caps or end caps should be attached to the catheter hub and securely tightened. Injection caps should be changed every seven days or per agency policy, when the injection cap has been removed for any reason, or anytime the cap appears damaged, is leaking, or blood is seen in the catheter without explanation or blood residue is observed in the injection cap. A lot history review (lhr) of rebn0375 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the 3-way valve didn¿t hold fluids in the catheter and leaked right after placement. Since the patient stayed at the hospital, they used catheter as an open PICC line.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebn0375 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that the 3-way valve didn¿t hold fluids in the catheter and leaked right after placement. Since the patient stayed at the hospital, they used catheter as an open PICC line.